Event description:
On 7/23/92 an aus device was implanted. On 10/13/95 the cuff was revised. On 9/27/96 the cuff and pump were removed from the pt and replaced due to control pump failure-fractured at connector.